Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported error code 133.6090 was confirmed during the review of the error log as well as the observed error code 121.2070.2, however only the reported error code 133.6090 was able to be replicated during laboratory testing. There were no issues or anomalies identified during the inspection of the suspect pcu. Event log showed there is no record of usage during the reported event date. A review of the suspect pcu event log showed three (3) system malfunction occurred on (B)(6) 2025 between 6:27:33 am to 7:53:41am error log recorded at 6:27 am the error code 121.2070.2 (comm_no_response_failure) and the reported error code 133.6090.0 (main_speaker_failure), the same error codes occurred at 7:53 am. The last recorded infusion started on (B)(6) 2025 at 10:35 pm with rate of 10 ml/h and vtbi of 100ml, the infusion was stopped at 12:18 am by a keypress ¿channel off¿. There is no record of further infusions. The main speaker was temporarily replaced with a known-good dchu main speaker board for testing purposes only. Several events of power on/off cycling were performed on the pcu to reproduce the error code 133.6090. The pcu did not display any errors or malfunctions. Alaris system maintenance (asm) preventative maintenance (pm) testing was performed on the suspect pcu with a known-good main speaker board. The asm pm task completed successfully without any observed errors or malfunctions. To replicate the error code 121.2070.2 observed in the logs, twenty (20) power on/off cycles were conducted, along with a one-hour infusion running solely on battery power; however, the error could not be reproduced. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Note to repair center: replace the power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.